Event description:
Additional information was received from a consumer reporting that the implant had turned off three times, the first time about 3 months ago, and each time this happened, the patient felt awful (due to symptoms returning with therapy off). They added that one of the times the therapy turned off was when patient got the covid vaccine shot. The patient woke up today feeling awful so the patient felt like therapy may be off. They related to the therapy turning off with the implant battery getting low resulting in therapy turning off. They wished the patient didn't have a rechargeable dbs because the patient was nervous and it was hard for him to sit still and charge. The patient said they weren't sure if therapy was off or not because now they were feeling okay but that may be from taking a bunch of dopamine because their dopamine levels had been low. When they started implant charging session, the recharger reflected that the implant battery was low and therapy was off. The second quartile of implant was flashing so 25 % of implant battery had been charged. On the call, the patient programmer showed implant battery was low. They were instructed to keep charging implant a nd reviewed that once implant was sufficiently charged patient programmer could be used to turn dbs therapy back on. The patient's relevant medical history included caller mentioned that a manufacturer representative (rep) helped the patient turn off dbs for two non device related surgeries. The surgeries were needed because the patient had aneurisms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who inquired if corona virus vaccine could be the cause of patient's implant battery depletion. Caller said last april when patient got the vaccine, that afternoon, patient "felt bad almost like having a seizure, felt paralyzed". It turned out that the implant was off and when therapy was turned on again, the symptoms were resolved. Caller said since that incident, therapy turned off all the time, it's happened 19 times. The patient has been monitoring the implant more closely now and he recharges the battery frequently, thus therapy doesn't turn off anymore. Technical services (ts) reviewed with caller that a vaccine should not have an effect on the patient's battery status, or cause the battery to deplete. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they received the covid vaccine 8-9 days ago and since then all their symptoms have come back as they have crashed, can't move, are frozen, and are experiencing cramping pain. Due to this the patient was taking three times the amount of medication to help with their symptoms. During the call the programmer was used to check the implant which showed off/okay. The patient turned the implant on and their hand was going crazy, but after a few minutes the patient was better. The programmer showed settings at 1.10 and 5.30, on/okay, and the patient was back to normal. The patient was unsure how the implant shut off as it happened the same time as the vaccine.